Event description:
It was reported that the rptr received a message stating "this software is not compatible with this model of generator" and was not able to interrogate the pt's vns generator using the handheld computer. Using a different handheld computer but the same programming wand, the rptr was able to interrogate the vns generator successfully. Troubleshooting found that the wand battery was ok and the handheld was not plugged into the wall, both of which could cause communication difficulties. It is possible that the communication difficulties are related to electromagnetic interference, positioning of the wand, or other factors however the functionality of the first handheld computer has not been verified at this time.